Event description:
It was reported that a homechoice pro experienced a high drain 101 alarm during patient connection in drain 1. This alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode. The home patient (hp) performed a midday fill of 2 l with unknown antibiotics. The hp got on the machine and it drained 30 ml during the initial drain. The hp stated that the initial drain alarm equaled 0 ml. The technical service representative suggested that the initial drain alarm be set due to the fact that the hp was doing a midday fill. There was patient involvement; however, there was no report of patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A service history review revealed no previous service events were related to the reported condition. A device history record review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the device with this serial number. The homechoice was not available for evaluation; therefore, a device analysis could not be performed.